Event description:
Further follow-up revealed that there have been no changes in medications that could have contributed to the pt's increase in seizures. Neurologist indicated that there were no environment stimuli that could have caused the increased in seizures and the pt's health condition is not worsening. Neurologist reported that after a minor adjustment to device settings, the pt experienced a significant improvement in seizure control and has gone several days at a time without any seizures. Neurologist indicated that the pt is very pleased with the results of the vns therapy. The exact cause of the increase in seizures is unknown; however, it is possible that the pt became customed to stimulation and that an adjustment in device settings helped.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. The first lead test performed resulted in high lead impedance reading (dc-dc code 7 and limit) but a repeat lead test was within normal limits, indicating a possible intermittent discontinuity in the ncp system. The elective replacement indicator was no, indicating that the generator had not reached end of life. The pt has reportedly experienced a recent increase in seizure activity, but not above pre-vns baseline frequency. It was reported that the pt had not experienced any recent injury or trauma that may have damaged the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Intermittent lead break is suspected and revision surgery is likely.